Event description:
It was reported by a patient advocate that they had heard of several cases of infections potentially related to boston scientific devices including their family member where they experienced an infection at their deep brain stimulation (dbs) lead implant site. It was noted that the patient underwent a procedure where the dbs leads infection was addressed, however details to procedure were not provided. The patient was prescribed anti-biotics and did well post-operatively. This event, including the affected patients and specific devices, have not been confirmed. Despite good faith efforts, no further information or confirmation of this case has been obtained, and no additional adverse events were reported.